Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure using the multifix s-ultra 5.5mm knotless anchor, when locking the sutures the device was just spinning one way. The patient had a very soft bone so the anchor pulled out. There was no a significant delay and a backup device was available to complete the procedure with no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was reported there was no a significant delay, and backup device was available to complete the procedure with no complications reported. Therefore, no further clinical/medical assessment is warranted at this time. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated issue. A review of the instructions for use found warning and instruction statements. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.